Manufacturer narrative:
The customer reported that an nk tech was re-setting the org unit and when they went to turn it back on, it would not power up. The unit is being exchanged. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt # 1: 06/28/2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; the org went down with no harm to patients.

Event description:
The customer reported that an nk tech was re-setting the org unit and when they went to turn it back on, it would not power up. There was no patient injury reported.

Event description:
The customer reported that an nk tech was re-setting the org unit and when they went to turn it back on, it would not power up. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that an nk tech was re-setting the org unit and when they went to turn it back on, it would not power up. The unit is being exchanged. There was no patient injury reported. Investigation summary: based on the notes from on-site support, the root cause of the signal loss is a combination of improper set-up, device wear and tear, incorrect settings, and environmental factors. This incident is isolated to this customer. There is no evidence that the signal loss was occurring due to a malfunction of pu-681ra serial number (B)(6). Manufacturer references # (B)(4) follow up 001.